Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes details: judgment results inconsistent a false positive was detected, and an engineer visited the site to look at the log of the equipment, and considering it as a temporary error in the equipment, requested to proceed with an additional manual test for the sample.

Manufacturer narrative:
E.6 PMA / 510(k)#: k111860, k130470 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results." Customer reported that they are seeing inconsistent results. A bd field service engineer (fse) was dispatched to the customer site where they performed replaced of reader a and then performed renormalization of both readers. Software firmware was also updated. Instrument qualification was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was fasle positives. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Details: judgment results inconsistent. A false positive was detected, and an engineer visited the site to look at the log of the equipment, and considering it as a temporary error in the equipment, requested to proceed with an additional manual test for the sample.